Event description:
It was reported that following the implant of the spinal cord stimulator (scs) lead during the initial programming the patient did not receive adequate stimulation in the coccyx area despite several reconfiguration attempts. The patient stated feeling pressure and soreness rather than pain relief due to the stimulation, the patient also reported developing a lump at the stitch lead site on the thoracic spine region which the physician believes to be due to the suture because the patient has a slight build. Migration was not suspected and the initial placement of the led was thought to be ideal. The patient underwent a revision procedure in which one of the three existing leads was repositioned. It is unclear which of the three devices is the one that was repositioned. The patient is doing well post operatively and is receiving therapy in the coccyx area. The device will not be returned for analysis as it remains implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Batch: 7076523. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Batch: 7075708.

Event description:
It was reported that following the implant of the spinal cord stimulator (scs) lead during the initial programming the patient did not receive adequate stimulation in the coccyx area despite several reconfiguration attempts. The patient stated feeling pressure and soreness rather than pain relief due to the stimulation, the patient also reported developing a lump at the stitch lead site on the thoracic spine region which the physician believes to be due to the suture because the patient has a slight build. Migration was not suspected and the initial placement of the led was thought to be ideal. The patient underwent a revision procedure in which one of the three existing leads was repositioned. It is unclear which of the three devices is the one that was repositioned. The patient is doing well post operatively and is receiving therapy in the coccyx area. The device will not be returned for analysis as it remains implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 7076523. Brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6); batch: 7075708.